Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation

Event description:
Customer reports a rash on her face. Md seen an unspecified prescription given.